Manufacturer narrative:
Exact date of event is unknown; event reportedly occurred sometime in 2019 510k: this report is for an unknown t-pal implant/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes portugal reports an event as follows: it was reported that on an unknown date, during an unknown procedure, the transforaminal posterior atraumatic lumbar (t-pal) implant was turned. The t-pal implant was well connected to the applicator. There was a firm connection between the implant and the applicator. During the insertion, without changing anything in the applicator, the implant turned. When the surgeon decided to extract the implant, without changing the applicator setup again, the implant was disconnected from the applicator. There was a forty (40) minute surgical delay. Patient outcome was unknown. Concomitant device reported: applicator inner shaft (part/lot unknown, quantity 1), applicator outer shaft (part/lot unknown, quantity 1) and applicator knob (part/lot unknown, quantity 1). This report is for an unknown t-pal implant. This is report 1 of 1 for (B)(4).

Event description:
This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: b5 - number of parts. B5, d11: there are no longer considered to be concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure occurred on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.